Event description:
The customer reported the system was booting up with a file system corrupt error code. The fe confirmed the system was unable to boot up.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.